Manufacturer narrative:
Establishment name: (B)(6), country: (B)(6), street: (B)(6), city: (B)(6), state, province or territory: (B)(6), post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient hospitalized for presence of ketones, high blood glucose, vomiting and treated with manual injection. No further information is available.